Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good condition, no physical damage was found on the pump. Per functional testing, the complaint was confirmed. The pumps delivery and occlusion was tested and was found to deliver out of specification. It was unknown what caused the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced expulsor and valves and calibrated the pump as a precaution.

Event description:
It was reported that "shutdown pressure too high". There was unknown patient involvement and unknown human harm/adverse event reported.